Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The account failed to input the correct lot specific scaler values. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. The issue was resolved with the correct input of scaler values, recalibration, and repeat of the patient samples. Corrected results were issued. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated hb1c results were obtained on qc and patient samples after calibration. The patient results were reported to physicians. After bias was detected and subsequent investigation, it was determined that incorrect scaler values had been entered for calibration. The correct scalers were input, the assay recalibrated, samples repeated, and corrected results issued to physicians. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated hb1c results. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.